Event description:
It was reported a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A 21mm watchman laa closure device was deployed. The highest measurement was 20mm. The minimum depth was 21mm at a 190 degrees. The release criteria were met with the position right at the ostium and it passed the anchor tug test twice. Post compression sizes at 0 degree was 19, 45 degree was 17, 90 degree was 17 and 135 degree was 19. The patient was doing just fine, and there were no complaints of pain. The physician was just going to get some CT scan images for some another routine medical procedure and that's when the physician noted the closure device had embolized. It was further reported the la pressure at the time of the implant was 12 mmhg. A fluid bolus was given during the procedure and the patient received antibiotics. Prior to the initial implant of the closure device, the patient had stomach issues. After the procedure and prior to the 45 day follow up, the patient had a computed tomography (CT) scan of their stomach and that is when the embolized device was discovered just below the renals in the lower abdomen. The closure device was successfully snared out of the patient and they were discharged home the next day.

Manufacturer narrative:
Event date updated from (B)(6) 2019 to (B)(6) 2019.

Manufacturer narrative:
Event date approximated since unknown.

Event description:
It was reported a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A 21 mm watchman laa closure device was deployed. The highest measurement was 20 mm. The minimum depth was 21 mm at a 190 degrees. The release criteria were met with the position right at the ostium and it passed the anchor tug test twice. Post compression sizes at 0 degree was 19, 45 degree was 17, 90 degree was 17 and 135 degree was 19. The patient was doing just fine, and there were no complaints of pain. The physician was just going to get some CT scan images for some another routine medical procedure and that's when the physician noted the closure device had embolized.